Event description:
The pt rec'd the scs system on (B)(6) 2008. It has been reported the pt is w/o stimulation. The pt has not charged her ipg for the past couple of months. She has been experiencing issues with initiating a communication between the ipg and both the charging system and the pt programmer. A replacement charging system did not resolve the issue. The pt is working with her physician to determine the next course of action. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.